Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the cvc was placed/used on the patient 24 hours. A cytostatic bag was attached. After some time, an extravasation was noted. Device was discarded by the customer.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the cvc was placed/used on the patient 24 hours. A cytostatic bag was attached. After some time, an extravasation was noted. Device was discarded by the customer.